Event description:
It was reported that the catheter fell out of the patient 's body within 30 minutes of placement.

Manufacturer narrative:
Received 1 used silicone catheter in the original packaging. The reported event was unconfirmed since the problem could not be reproduced. The reported issue was unconfirmed; the problem could not be reproduced. Per visual inspection no defects were found. Per functional evaluation the balloon was inflated with a 10 cc mixture of tap water and blue methylene using a syringe and no leakage on catheter balloon was found. The catheter was then left for 10 minutes and no leakage on the balloon was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the instructions for use per baw760591 were found adequate. The following instructions are indicated: recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient 's body within 30 minutes of placement.